Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility, at power up the device alarmed for s205 (back up battery failure) malfunction alarm code. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an s205 (backup battery failure) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient effects and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed for an s205 (backup battery failure) malfunction alarm code. Though requested, no additional information was provided.